Event description:
It was reported that the right ventricular lead exhibited low out of range lead impedance and intermittent ventricular undersensing. The lead remains implanted and the pt will continue to be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.